Event description:
During implant, the patient experienced bleeding during tunneling when a vein was nicked. The surgeon made an additional incision, tied off the vein with a suture, and stopped the bleeding. This resolved the issue.